Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. On an unreported date, the patient started treatment with an intraperitoneal (ip) injection of vancomycin 1 gram in 1 bag (frequency not reported) and ip injection of meropenem 500mg per bag, 3 exchanges per day for peritonitis. At the time of this report, the patient was recovering, doing well, improving and was under the physician's advisement to continue the antibiotics for fourteen days. The action taken with dianeal and extraneal therapies was not reported. No additional information is available.